Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet model # sc-3138-55 (B)(4) description: lead extension, 55cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, leads, and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was explanted due to pain at the pocket site due to non-device related weight loss. The device was working properly prior to being explanted. The patient was reportedly doing well following the procedure.